Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A few weeks from this report customer had issues with the sensor readings being inaccurate. Customer stated the device had alarmed low predict, sensor reading was 80 mg/dl and blood glucose was 166 mg/dl. Then 15 to 20 minutes stated the insulin pump went into threshold suspend. Sensor reading dropped down to 60 mg/dl and blood glucose was 120 or 130 mg/dl. Customer stated he had all ready calibrated the sensor twice and since he was unsure of what to do he took out the sensor. Customer was advised how to calibrated the device and recommendations in how to avoid situations which may cause inaccurate readings. No further information reported.